Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the reported malfunction. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.